Event description:
The pt stated that her infusion device was not powering up and she had previously seen 201 displayed on the screen. Her power pack had an expiration date of 2006-01. She did not have any new power pack to insert into the pump. She was sent a new power pack and upon follow up the pt indicated that the new power pack resolved the issue and her infusion device was operating properly. Pt was aware of the recall. No physiological effects were reported. The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.